Event description:
It was reported that pump experienced malfunction alarm with code malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset procedure, confirmed that malfunction did not recur after reset, advised caller to continue using pump, and instructed caller to call back if any malfunction code appeared again, which caller acknowledged and understood.